Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than six weeks post the implant of an implantable pulse generator (ipg) system and antibacterial absorbable envelope that the patient developed a pocket infection. The ipg system was removed and will be replaced at a later stage. No further patient complications have been reported as a result of this event